Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right atrial (ra) channel. No other ra measurements were considered abnormal. Boston scientific technical services provided troubleshooting options to the field. The crt-d remains in service and no adverse patient effects were reported.